Manufacturer narrative:
Conclusion: device investigations, on the received parts, show damages most likely attributable to the removal surgery, and the measurements performed confirm that the demodulator and the floating mass transducer perform within normal limits. Based on available information, a damage of the conductive link could be considered as root cause of failure. However, this could not be confirmed as a part of the conductive link was not received for investigation. Additional information indicates that a extrusion of the conductive link was observed, but due to the received status of the conductive link the influences for the device malfunction cannot be determined. This is a final report.

Event description:
The user no longer has any hearing sensation with the device.. Despite maximum output the user was not able to hear with the device. Extrusion of the conductor link was visible at explantation surgery. The user was explanted on (B)(6)2017. No new device was implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user no longer has any hearing sensation with the device. Despite maximum output the patient was not able to hear with the device. Further steps will be discussed with the clinic.

Manufacturer narrative:
Additional information: based on the received information, damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Despite requested, no further information on further steps was received.

Event description:
The user no longer has any hearing sensation with the device. Despite several requests regarding the next steps for this user no information has been received.